Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced both high resolution stereo viewer (hrsv) monitors to resolve the issue. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has received the (hrsv) monitors for evaluation, but evaluation has not been completed as of the date of this report. A follow-up MDR will be submitted, if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon side console's (ssc) image was missing in the left eye, and with the endoscope removed there were no color bars displayed in the viewer. Troubleshooting first included undocking and power cycling the system after performing a hard power cycle and verifying the fiber connection was good, but the left eye image still did not display. The customer then paused another procedure on a second system, powered it off, removed the dual console configuration, and brought an alternate ssc into the room to resume the procedure, which allowed the case to continue using the replacement ssc. Later, it was reported that the customer successfully used the alternate ssc as a replacement for the one with the missing video input. The procedure was converted to another dv system with no reported injury.